Manufacturer narrative:
(B)(4). It was reported that wound care was provided. Currently, the patient is fine. The surgeon opined that the mesh did not contribute to the patient's symptoms. Conclusion: representative samples were returned for evaluation. They were visually inspected and tested for package integrity and they met the requirements.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right direct inguinal hernia repair procedure on (B)(6) 2012 and mesh was used. On (B)(6) 2012, the patient developed a fever about 37.8-38 degrees c and the wound became white with exudate. The situation lasted 3-5 days. Additional information was requested.